Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2011, inratio: >7.5, >7.5, lab: 5.5; (B)(6) 2011, 3.6, 2.9. Pt tested twice within a few minutes with inr >7.5 both times. The lab inr = 5.5 within 30 minutes. Before the lab draw result was available, pt was instructed to take vitamin k and that day's dose of coumadin was withheld. The same pt was retested the next day: meter inr 3.6 vs lab 2.9 when tested at the same time. Target inr 2.0-3.0.